Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that a speedband superview super 7 device was used to treat esophageal varices during an esophageal banding procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the physician turned the handle in attempt to deploy a band; however, several bands deployed at the same time. The remaining bands were successfully deployed. The procedure was completed with this device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.